Event description:
As reported: "patient was revised today for instability of right ps triathlon knee. Upon opening the capsule, dr. Noticed that the ps post was broken." Rep confirmed only the insert was revised (6x16 ps insert was exchanged for another 6x16 ps insert). Surgeon would like investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and instability involving a triathlon insert was reported. The crack/fracture was confirmed via evaluation of the testing of the device. Instability was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn, the post is fractured off and the locking wire has disassociated. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Dimensional inspection: dimensional inspection for the device was not performed as the device was returned damaged. Functional inspection: functional inspection for the device was not performed as the device was returned damaged. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no preoperative or postoperative medical records were provided for review. Sequential x-rays were not provided for review. Exam findings were not provided. A tka was performed in 2009 (of note: leakage from the ceiling was noted at the procedure). The outcome of the tka and history were not provided. A revision operative note was not provided nor intraoperative findings. From the pi report a revision surgery was performed for ¿instability¿ and a broken poly was noted at surgery. A new polyethylene was placed. Event confirmation: a revision surgery and placement of a new polyethylene can be confirmed from a computer screen and implant stickers. Reasons for the revision cannot be confirmed. A broken polyethylene cannot be confirmed. Root cause: the root cause of the revision was noted to be instability, but this could not be confirmed. A broken polyethylene could not be confirmed thus a root cause cannot be ascertained. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: as reported: "patient was revised today for instability of right ps triathlon knee. Upon opening the capsule, dr. Noticed that the ps post was broken." Rep confirmed only the insert was revised (6x16 ps insert was exchanged for another 6x16 ps insert). A review of the provided medical records by a clinical consultant indicated: 'no preoperative or postoperative medical records were provided for review. Sequential x-rays were not provided for review. Exam findings were not provided. A tka was performed in 2009 (of note: leakage from the ceiling was noted at the procedure). The outcome of the tka and history were not provided. A revision operative note was not provided nor intraoperative findings. From the pi report a revision surgery was performed for ¿instability¿ and a broken poly was noted at surgery. A new polyethylene was placed.' Visual inspection of the returned device indicated that the insert is worn, the post is fractured off and the locking wire has disassociated. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient was revised today for instability of right ps triathlon knee. Upon opening the capsule, dr. Noticed that the ps post was broken." Rep confirmed only the insert was revised (6x16 ps insert was exchanged for another 6x16 ps insert). Surgeon would like investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.